Manufacturer narrative:
E1: patient city:(B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024, one infusion set tape was not sticking during swimming. No further information available.